Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. No further details given about high blood glucose. The customer did not report any symptoms or how they treated blood glucose values. The customer did not report when the high blood glucose levels began or if they contact their healthcare professional. The product was not returned for analysis.